Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-05114 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the patient, post-operatively, she continues to experience urinary tract infections and sometimes kidney infections. As a result, she takes bactrim and nitrofurantoin daily. She also experiences chronic severe pain (location unknown) and dyspareunia. She takes percocet as needed for the pain, which includes very early each morning because she awakens from the pain. The pain is worse upon lying down. She also takes valium cream vaginally for dyspareunia. Reportedly, neither her gynecologist nor her neurologist has been able to pinpoint the cause of the pain. The patient plans on consulting with her gynecologist regarding possible device removal. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.